Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During evaluation it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device was visually and functionally assessed and determined not to operate due to unknown reasons. This is considered normal wear due to general tool degradation since the impactor met its life expectancy due to its high cycle count. No further action required at this time since the issues are consistent with normal wear and no other issues were observed. The device also failed pre-test for impactor operation assessment, intermittent test assessment and final scrap assessment due to normal wear.

Event description:
It was reported that the impactor device was leaking water. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Upon follow up with the customer, it was reported that there was no injuries and a patient was not involved. They opened the gun for the case before the patient was in the room and it was leaking water out of the front. They took it back and tried to drain it for a few days and it was still holding/leaking water out of the front after a few days".